Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The visual inspection of the returned head impactor tip confirms the black tip is broken. The broken piece was not returned with the device. The device shows significant signs of use. The device was manufactured in 2015. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that during efip inspection the plastic tip was found broke off. No patient involvement.